Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, which triggered a red alert and beeping tones. Further in-clinic testing and x-rays were suggested to exclude lead impairment; however, at this time the plan is to monitor the patient. The system remains in service and no adverse patient effects were reported.